Event description:
IV tubing with manifold from or cracked and leaking at bottom of -red- stopcock. Critical vasoactive infusion leaked from line. Pt had vital sign changes and required increased treatment and monitoring to stablize his blood pressure. Crack at red stopcock was easily visible.